Manufacturer narrative:
(B)(4).

Event description:
An endeavor resolute drug-eluting stent was removed from packaging per IFU and inspected with no issues noted. The target lesion in the distal rca exhibited moderate calcification, moderate tortuosity and 90% stenosis. Resistance was not encountered advancing the endeavor resolute device and excessive force was not used during delivery. It was reported that the stent was deployed successfully at 12 atms however during high pressure post dilatation with a 2.5 x9mm nc sprinter balloon to 16atms and a 2.75 x 9mm balloon to 16atms, the stent is reported to have fractured. The fractured stent was treated with a 2.75 x 14 endeavor resolute stent. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.